Event description:
It was reported by service report that the siderail cannot be latch up, due to broken weld. No sharp edges were exposing. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.